Event description:
Leaking around the hub- could introduce air into the body. Catheter removed and another one placed. This occurred 2 other times too. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Additional info received (B)(6) 2012- "we use these pigtail catheters for visualizing the left ventricle of the heart. The catheter was in the descending aorta, just superior to the heart when the split was found. We generally stop there and pull back blood and flush the catheter at that point before advancing into the ventricle."

Manufacturer narrative:
(B)(4) - leaks is not listed in the instructions for use. Two catheters were returned in a used and damaged condition: both hubs were cracked - one at the injection molding gate site, the other opposite the gate site. Per specification, final inspection for angiographic catheters, requires 100% inspection as follows: "fitting and lumen of fitting should be free of damage and debris." Also the instructions for use states: "upon removal from package, inspect the product to ensure no damage has occurred." A quality engineer tech, had previously been contacted relative to previous similar reports and no material, process nor molding defect could be identified. While both hubs have cracked, the manner in which they have failed is strong evidence that neither the material nor manufacturing methods are the cause. One hub cracked at the injection molding gate, while the other hub cracked directly opposite the gate. These having failed in multiple locations is indicative of excessive pressure applied to the part and cannot be attributed to mold, material or process. Excessive pressure was confirmed by production engineering who collected hubs from multiple lots, sterilized them and then tested them to failure. These parts required in excess of 8 in-lb torque to fail, which is well beyond their design limit. Additionally, luer taper has been confirmed to meet requirements. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events. Insufficient risk per quality engineering risk assessment.